Event description:
It was reported by a nurse that her handheld computer was not working correctly and noted that her flashcard memory was not properly inserted. The nurse indicated that she could not get the flashcard back into place and needed assistance. At the moment good faith attempts to obtain further information regarding the event and troubleshooting remain unsuccessful to date.

Event description:
Further information was received from the area representative indicating that she troubleshot the nurse's handheld and found that the flashcard was just out. The area representative indicated that she pushed the flashcard back into place and the handheld was functional.